Event description:
It was reported the pt was experiencing an increase in spasms for the last week. The pt was due for a refill in five days. The pt had gone to the ER where they were given oral baclofen and sent home. The hcp was considering refilling the patient's pump but telemetry with the pump was not establishing. The pt had run out of the oral baclofen. No alarms were heard. "Telemetry signal disruption from emi" error message appeared. The pt uses a motorized wheelchair. Telemetry was attempted without the wheelchair but no telemetry was established. Additional troubleshooting was attempted, but was not successful. The drug used in the pump is lioresal (dose and concentration unknown). Additional troubleshooting was being considered, including x-ray of the pump to check whether it had flipped. Additional info has been requested, but was not available on the date of this report.